Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc d9: date returned to mfg; 6/2/2025. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint could not be duplicated or confirmed. The probable cause could not be determined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had a descending alarm on power down. The pump alarmed on connection to ac cable (issue 3). Audible alarm, decreasing in volume and slowing rhythm to eventual silence, on connection to the ac power cable when the pump was in the power off status. Alarm was not replicated when the cable was disconnected and then reconnected to the pump. The pump powered up as normal after the event and appears to program as expected. There was no patient involvement.